Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers started leaking water after being used together with an infant flow CPAP system and a sipap system. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only one complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and it was visually inspected. Results: visual inspection revealed that there was a crack on the complaint mr290 chamber dome, along the base below one of the ports. The crack does not show any stressmark. A lot check revealed no other complaint of this type for lot number 110530. Conclusion: we were unable to determine what caused the problem observed by the customer. It is known that during the use of a sipap machine the pressures produced in the chamber are sometimes in excess of 80cmh2o this may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production, possibly during transport or storage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.